Event description:
It was reported that a patient underwent an unknown gyn procedure on an unknown date and suture was used. It was reported that the needle popped off of suture and was stuck in patient¿s soft tissue. They had to widen incision to get the suture out. No patient harm reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was there any change in the patient¿s post-operative care due to the modified procedure? N/a - please clarify, did the needle fall into the patient? If other, please provide details. Yes if yes, - were x-rays taken to locate the needle? N/a - was there any additional tissue damage as a result of searching for the needle? N/a - was the needle piece removed from the patient during the same procedure? Yes - name of the procedure? Gyn - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please confirm if the device is available for product return. If yes, please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Not available to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.